Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 09/06/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut in three portions. The condition observed in the lens and the way the cut is formed is consistent with a lens that has been cut due to ¿iol removal'' or ''explant¿ process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) torn during injection into the eye. No patient injury reported. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens was exchanged during the same surgical procedure, as the surgeon was not happy with the results. The lens was replaced with a zcb00. No further information was provided. All pertinent information available to abbott medical optics has been submitted.